Manufacturer narrative:
On (B)(6) 2024, philips oral health care determined that the allegation of getting hot and looks burned down is not likely to contribute to death or serious injury if it were to reoccur. These cases are now determined to be not reportable. The residual risk evaluated in rmm d000578795 (pid_4a) related to (melting or burnt appearance), considers for the s3 (serious injury) poh <1 ppb (improbable/not expected to occur) and for s4 (death) poh is<1 ppb (improbable/not expected to occur).

Event description:
On (B)(6) 2024, philips oral health care determined that the allegation of getting hot and looks burned down is not likely to contribute to death or serious injury if it were to reoccur. These cases are now determined to be not reportable. The residual risk evaluated in rmm d000578795 (pid_4a) related to (melting or burnt appearance), considers for the s3 (serious injury) poh <1 ppb (improbable/not expected to occur) and for s4 (death) poh is<1 ppb (improbable/not expected to occur).

Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.

Event description:
The consumer reported that the yangtze power flosser is getting hot and looks burned down. A potential safety hazard was identified.